Event description:
The customer reported to olympus that the high definition lcd monitor image disappeared. The issue was observed during a diagnostic (upper endoscopy) procedure. The procedure was completed with the same device, and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.